Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unknown number of spectrum pumps alarmed air in line when no air was present in the line (medication, programmed amount and delivery rate unknown). There was no patient injury reported.